Event description:
It was observed that during the device evaluation, the colonovideoscope had corrosion on adhesive around light guide lens, objective lens and also had corrosion on adhesive of bending section cover. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, a probable cause could not be provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.